Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient receiving morphine (30 mg/ml at 5 mg/day). On (B)(6) 2015 the patient noted redness over the pump, a fever of 100.3, yellowish drainage from very small opening in pump pocket incision and purulent drainage from the pump pocket. The patient consulted with their healthcare provider (hcp) who started the patient on antibiotics. On (B)(6) 2015, the patient was taken into the or (operating room), and the pump pocket incision was opened and there were no signs of infection in the pocket. Cultures were sent of both pump pocket and spinal incision. The results of cultures were not provided. The hcp opted to replace everything to be safe. The 40cc pump was explanted from the left abdomen, and was replaced with a 20cc pump into the right buttock. The patient weighed 105 pounds and felt the 40cc pump was too large for her body and requested the new pump be placed on her back side. A planned pump explant date of (B)(6) 2015 was provided. It was unknown what led to the event or if any troubleshooting was performed. The patient¿s status at the time of event was alive ¿ no injury. It was later reported that the patient purulent drainage resolved and they were doing very well. Relevant medical history includes non-malignant pain.

Event description:
Additional information received from a company representative reported the pump was explanted on (B)(6) 2015 and replaced with a new pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8749, serial# (B)(4), implanted:(B)(6) 2004, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted:(B)(6) 2015, product type: accessory. (B)(4).